Manufacturer narrative:
Integra has completed their internal investigation on 12/26/2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation: a visual inspection under magnification of the returned cusa tip found the surface on both sections broken-off and jagged or uneven. The surface of the metal on each fragment was discolored or burnt from intense heat. Also, scratches along the surface within two inches of tip. The distal end of the tip near the pre-aspiration holes came into contact with another instrument and was damaged. No malfunction; damage is consistent with user error from misuse. The reported complaint was confirmed. The DHR review has been deemed satisfactory. According to the DHR review, no anomalies were reported during the assembly and packaging processes of this lot that could be related to the reported condition. A review of the complaint system from (B)(6) 2014 to (B)(6) 2016, eleven (11) complaints related to ¿broken tip¿ (including the two complaints being investigated) have been reported in the cusa tips and flues products family at integra lifesciences pr facility. Approximately (B)(4) units of cusa tips and flues products have been released for distribution from october 2014 to october 2016 resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: the customer reported that the c4601s cusa excel tip broke during a surgery. The evaluation of the returned cusa tip confirmed a portion of the tip was visibly damaged and broken off. It was observed that the surface of the metal on each section was discolored or burnt from intense heat. This condition only occurs from extended use of the beyond the instructions for use or not honoring the active duty cycle. The root cause of the damage was not conclusively determined but, is consistent with contact with a metal object during use or extreme side-load force. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
This is the first of two reports (same product ID, same lot number, same product problem, same user facility). Linked to mfg report: 3006697299-2016-00190. It was reported that the c4601s cusa excel tip broke during surgery. The device was in contact with the patient when it broke. Additional information is pending.

Manufacturer narrative:
Additional information was received on 21 nov 2016. The date of the event was (B)(6) 2016. The patient is a (B)(6) male who was undergoing a hepatectomy procedure. The tip of the device broke after 15 minutes of use and the second tip broke after 7 minutes of use. The tip was not in contact with a metallic instrument and all broken parts were retrieved. The incident led to a 10 minute increase in surgery time and the procedure was finished using a third tip. There was no patient injury.